Event description:
It was reported that during acoma (anterior communicating artery) aneurysm embolization case. Prepared to use the subject to assist. Checked the subject stent and flushed it properly and delivered it to go into microcatheter. However big resistance was encountered during delivery. After the subject stent went through the tail of microcatheter it could not be advanced any more. The operator withdrew the delivery wire and the subject stent left at proximal of the microcatheter shaft and could not be taken out. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the sdw (stent delivery wire) was found to be kinked/bent and deformed. The stent introducer sheath distal tip was found to be damaged and unable to be released from the sdw (as a result of the damage to the sdw). The stent was found to be located in the shaft of the microcatheter under the proximal strain. The shaft was cut open in the lab to retrieve the stent. The stent was found to be wrapped in (ptfe) polytetrafluoroethylene tubing. During a functional inspection, 'stent difficult/unable to transfer', 'stent difficult/unable to advance or pullback through catheter', and 'stent deployed prematurely during use' were visually confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events were visually confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. It was reported that ' prepared to use subject stent to assist. Checked the stent and flushed it properly and delivered it to go into microcatheter. However big resistance was encountered during delivery. After the stent went through the tail of microcatheter it could not be advanced any more. The operator withdrew the delivery wire and the stent left at proximal of microcatheter shaft and could not be taken out. The operator then replaced the products with new microcatheter and new atlas to finish the procedure'. In the follow-up gfe answers, here is some resistance encountered at the hub of the catheter. The device was returned for analysis. The sdw was found to be kinked/bent and deformed. The stent introducer sheath distal tip was found to be damaged and unable to be released from the sdw (as a result of the damage to the sdw). The stent was found to be located in the shaft of the microcatheter under the proximal strain. The shaft was cut open in the lab to retrieve the stent. The stent was found to be wrapped in (ptfe) polytetrafluoroethylene tubing. An assignable cause of procedural factors has been assigned to the as reported and analyzed codes 'stent difficult/unable to transfer', 'stent difficult/unable to advance or pullback through catheter', 'stent deployed prematurely during use' and to the as analyzed codes 'sdw kinked/bent', 'stent introducer sheath distal tip damaged', 'stent deformed' as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during acoma (anterior communicating artery) aneurysm embolization case. Prepared to use the subject to assist. Checked the subject stent and flushed it properly and delivered it to go into microcatheter. However big resistance was encountered during delivery. After the subject stent went through the tail of microcatheter it could not be advanced any more. The operator withdrew the delivery wire and the subject stent left at proximal of the microcatheter shaft and could not be taken out. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.